Manufacturer narrative:
Conclusion not yet available-evaluation in progress.

Event description:
The customer reported the rv (right ventricular) lead had a trending low impedance of 200 ohms and a rising threshold. The lead was capped and a new rv lead was implanted.

Manufacturer narrative:
The lead was capped and will not be returned for analysis. This atrial lead was implanted for approximately 16 years and six months. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. No follow-up required, because the lead is inactive and capped off inside the patient, with no adverse patient effects reported. The event will be re-evaluated if additional information becomes available. Both lead fracture and subclavian crush are recognized clinical events referenced in the device's labeling and/or reported in the medical literature. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity or new failure mode. Oscor will continue to monitor this device for complaint trends. The event will be re-evaluated if additional information becomes available. Although root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position or physician damages coating on tip during implant. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or another procedure may be required for repositioning or removal. The manufacturing inspection procedure (permanent pacing lead final inspection) for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. The IFU gu-17-055z-x provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.